Event description:
It was reported that during a resident transfer by 2 certified nursing assistants via a hoyer lifter, one of the four tabs on the canvas sling which hold the metal bars that are hooked to the lift cradle became separated from the rest of the canvas at the stitch line. This resulted in a fall of the resident who hit their head. Patient was evaluated in the ER and found to be not seriously injured and returned to the facility.